Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The hi-torque bmw referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A balance middleweight (bmw) guide wire was advanced to the lesion inside a non-abbott guiding catheter and guideliner. The guideliner separated inside the anatomy, the guide wire was being removed, when only approximately 50 cm of the guide wire came out of the anatomy. The rest of the guide wire was inside the guiding catheter along with a 3.0 x 8 mm nc trek balloon catheter where the balloon had ruptured at the time that the guideliner separated, so the devices were removed as a single unit. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device and the entire length of the distal shaft was torn from guide wire exit notch to the distal end of the soft tip, including the entire length of the balloon. The reported balloon rupture was not confirmed; however, the noted tear in the shaft is likely what was perceived as the rupture since it leaked during return analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents similar from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.